Event description:
(B)(4). Medtronic received information regarding one of its devices. During the mechanical thrombectomy, it was reported that angiogram revealed vasospasm as the cello balloon guide catheter was placed in the left mid cervical internal carotid artery. The vasospasm was treated with 5mg of verapamil. The procedure was completed without complications. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device will not be returned for evaluation as it was discarded at the site. The lot history record review was not possible as the lot number was not reported. (B)(4).